Manufacturer narrative:
Additional information: b5, d10, h4, h6(update codes), h11. B5: it was further informed that the device was filled with 25ml furosemide (seguril 250 mg/25 ml) and 75 ml of saline solution having a final volume of 100ml. H4: device manufacture date: the suspected lot 25e022 was manufactured in may 29, 2025. And the suspected lot 24n015 was manufactured in december 16, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspected lots. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the suspected lot numbers are 25e022 and 24n015 d4: expiration date: the expiration date of the suspected lot 25e022 is 05/01/2028 and the expiration date of the suspected lot 24n015 is 12/01/2027 d4: unique identifier (UDI)#: the UDI# of the suspected lot 25e022 is (B)(4). And the UDI# of the suspected lot 24n015 is (B)(4). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was over infused. The device was loaded and programmed at 1ml/h and after 19 hours there was no volume left. The issue was noticed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.